Event description:
A vns programming site in the (B)(6) reported that they had a vns pt who was having an increase in seizures. It is not known at this time if their seizures are above or below their pre-vns baseline rate. The pt was implanted in 2003; however, on interrogation, is not near end of service. Dcdc 2 with communication and output status ok, operating time of 20,340 hrs and a total on time of 11,124 hrs. The pt will not be seen again till (B)(6) 2011. Their duty cycle was adjusted at their office visit. Good faith attempts are underway for further details about the reported event.